Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue with the provided intake information. The cause of the reported issue was determined to be a bad electrical contact at the motor protection switch. The contact resistance and pump current increased which led to increased thermal energy at the contacts points. The cable lugs/wiring at the motor protection switch overheated and became discolored/damaged from the released thermal energy. A mains line also could have been missing (as a result of the bad electrical contact) and the thermal overload switch or the motor protection switch (depending on the operation mode) was loaded unbalanced and could have tripped, resulting in the interruption of device operation and subsequent error codes/t1 test failures. This failure is a known issue. Corrective actions were defined. A new design of the motor protection switch and its wiring was developed but is currently not released for the us market. The affected aquabplus system was manufactured before the implementation of the corrective action in series production. According to the intake information, the issue was resolved by replacing the motor protection switch in stage 1 and stage 2. It is also recommended to check and replace the wiring in stage 1 and stage 2 with parts to avoid additional failures.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was discovered within the aquabplus reverse osmosis (ro) system. The ro system alarmed with error "f-04-51-04 t1 test, pump p1s defective" during the t1 test. Upon evaluation, the motor protection switch (mps) was found to have tripped. The mps was reset and the biomed was instructed by fresenius to start the ro system in supply mode, however the biomed was holding the stage 2 hood and dropped it causing a short which fried the stage 2 mps. The biomed replaced the mps but contacted fresenius again to report that there was no power to stage 1 following initial repair. It was determined that the short must have also fried the stage 1 mps. The biomed also replaced the stage 1 mps to resolve the reported issue. Fresenius followed-up with the biomed and confirmed the ro system was returned to service following repair with no further issues. Additional information was obtained during follow-up with the biomed. Upon visual examination the power switch had some blackening. No melted parts were noted. The suspected cause of the issue is the power switch making contact with the metal frame of the unit while powered causing it to short. No overload switches tripped. No fuses were blown. There were no known issues with the local power grid or electrical storms in the area around the time of the reported event. The machine has been returned to service. There was no personal harm or patient involvement with this issue. No photographs of the reported issue are available. No parts were reported to be available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was discovered within the aquabplus reverse osmosis (ro) system. The ro system alarmed with error "f-04-51-04 t1 test, pump p1s defective" during the t1 test. Upon evaluation, the motor protection switch (mps) was found to have tripped. The mps was reset and the biomed was instructed by fresenius to start the ro system in supply mode, however the biomed was holding the stage 2 hood and dropped it causing a short which fried the stage 2 mps. The biomed replaced the mps but contacted fresenius again to report that there was no power to stage 1 following initial repair. It was determined that the short must have also fried the stage 1 mps. The biomed also replaced the stage 1 mps to resolve the reported issue. Fresenius followed-up with the biomed and confirmed the ro system was returned to service following repair with no further issues. Additional information was obtained during follow-up with the biomed. Upon visual examination the power switch had some blackening. No melted parts were noted. The suspected cause of the issue is the power switch making contact with the metal frame of the unit while powered causing it to short. No overload switches tripped. No fuses were blown. There were no known issues with the local power grid or electrical storms in the area around the time of the reported event. The machine has been returned to service. There was no personal harm or patient involvement with this issue. No photographs of the reported issue are available. No parts were reported to be available to return to the manufacturer for physical evaluation.